Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred when customer puts her pump in her bra during bolus. Customer declined system check with tandem technical support. No reported impact to the customer¿s blood glucose level.